Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was offline. A field service engineer found the network cable was confirmed to be properly connected. Initial login attempts failed, prompting a station restart. Logged in directly via care fusion (cfn)admin and accessed the network adapter settings, where no internet protocol (ip) address, domain name system (dns), or gateway was found. Enabled dynamic host configuration protocol (dhcp) to automatically assign network settings, then disabled and re-enabled the network adapter. After restarting the station, a connection was successfully established. Remote access to the station was confirmed via remote software service (rss). The application was opened, and the network icon was no longer displayed. Remote login was successful, confirming the station was accessible and functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station was offline. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station was offline. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.